Event description:
Appears to be undersensing on atrial lead, causing false termination of ongoing arrhythmia episode. Chronically low r waves noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).